Manufacturer narrative:
Medical device expiration date: unknown. PMA/510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Device manufacture date: unknown. No lot # provided. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had fm embedded in each.